Event description:
It was reported, during use on a post operative hip replacement patient under anesthesia in the post operative recovery area. It was reported the monitor screen went black and the patient's vital signs could not be monitored. Another machine was used in place to monitor the patient. The monitor was reported to turn back on its own to normal function after 3 minutes. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Additional information was received to clarify the incident, which stated a backup unit was immediately swapped in for use. Because the patient was in the unconscious recovery phase, the monitor¿s black screen meant the patient¿s real-time vital signs could not be tracked in a timely manner, which could place the patient at risk of death and represented a serious patient safety hazard. The malfunctioning monitor returned to normal on its own after 3 minutes. Based on this information, the patient injury information was listed as potential; there was no actual harm to the patient. This is no longer considered a reportable event. The failure of the device display would be detectable by users because the appearance is easily distinguished from normal monitoring as the screen is blank, there are no parameters, waveforms and patient data. The device will continue to generate and provide inops, audible alarms and alarm recordings (if configured). Alternate monitoring would be implemented per hospital protocol. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
No analysis was performed, as no further information was received, and a quote was not accepted for service. The product malfunction was unable to be confirmed because the customer is considered to have refused service; no further information was received. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.